Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device was received with severely scratched lcd window.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a scratches on screen and they cannot read the screen. Customer's blood glucose level was 105 mg/dl. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.